Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised due to loosening of the glenoid. A staged revision was performed utilizing iliac bone graft and replacement of the humeral head.